Event description:
It was reported, the ultrasonic probe exhibited the coating peeled off. Event occurred during an endobronchial ultrasound with guide sheath (ebus-gs) procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we surmised that the sheath was cut off because the insertion section sheath was twisted. Also, we surmised that the ultrasound medium leaked because tightness could not be maintained due to the insertion section sheath twisted off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.